Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited a faulty alarm sound. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the faulty alarm sound was unable to be duplicated. No issues were found with the ail sensor. No faults were found with the system. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.